Event description:
It was reported that during a da vinci partial sacrocolpopexy procedure, a hole was burned through the monopolar curved scissors (mcs) tip cover accessory installed on an mcs instrument. According to the site's robotics coordinator, the patient was found to have sustained a 2 mm superficial burn to the uterus that did not require any repair or treatment. A urological surgeon was consulted during the surgical procedure. The urological surgeon was able to dissect a ureter free. The da vinci surgical procedure was completed and no post-operative complications were reported. On (B)(6) 2014, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator to obtain additional information regarding the reported event. The robotics coordinator verified that the patient did not require any repair of the superficial burn. The robotics coordinator also indicated that no post-operative complications were reported.

Manufacturer narrative:
(B)(4). Device evaluation information: the monopolar curved scissors (mcs) tip cover accessory was returned and evaluated. The tip cover accessory was found to be damaged. A visual inspection revealed what appeared to be a burn along the side of the tip cover accessory measuring 0.078 x 0.112 the tip cover accessory was also found to be ripped with an area of missing material measuring approximately 0.091 x 0.243. Failure analysis (fa) concluded that the tip cover accessory damage was likely due to mishandling/misuse. Based on the device evaluation information, this complaint will remain reportable due to the following conclusion: evidence of an arcing event was found on the side of the mcs tip cover accessory. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
The mcs tip cover accessory and mcs instrument involved with this complaint have not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. In addition, the lot of the mcs tip cover accessory is unknown. The robotics coordinator indicated that she was waiting for clearance from the site's risk management department to release the devices to isi for evaluation. A follow-up MDR will be submitted if the instrument accessory and instrument are returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the robotics coordinator indicated that a hole was burned through the mcs tip cover accessory. However, there is no indication that a serious patient injury occurred. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of a hole burning through the mcs tip cover accessory if to recur could cause or contribute to an adverse event.